Manufacturer narrative:
The device returned to vsi on 28dec16, the investigation was conducted on (B)(6) 2017. Turnpike spiral was returned along with a 0.014" guidewire. The distal 2mm of the tip of the catheter was fixated onto the wire. The guidewire was bent at a 90° just proximal to the tip and the proximal end of the tip is locked onto the guidewire. The nylon threads were delaminated in one section however, still attached. It appears that the catheter was over torqued causing the distal tip to lock down (bind) on the guidewire and eventually separate. The turnpike IFU states "do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury

Event description:
Tip broke from the turnpike spiral, however, it stuck over the guidewire. They managed to get it out from the patient; with the guidewire together, the loose part was stuck on the guidewire.